Event description:
The customer reported obtaining a non-reproducible alpha-fetoprotein (access afp) result for one (1) patient involving the laboratory's access 2 immunoassay system serial number (B)(4). The customer reanalyzed the patient's sample on the same access 2 immunoassay system and obtained a lower result. The initial elevated access afp result was not released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer noted that prior to the event the level 3 access afp quality control (qc) was out of range and that upon reanalysis did recover within the laboratory's expected ranges. Calibration and system check were performing within specifications at the time of the event. The customer also noted that after the event a new access afp calibration did demonstrate imprecision. The patient's sample was collected in a serum tube. The sample was centrifuged for fifteen (15) minutes at 3,100 rpm (revolutions per minute) at room temperature. The sample was aliquoted and frozen prior to the initial analysis. No issues with sample integrity were reported by the customer. Service was requested by the customer and a beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.

Manufacturer narrative:
The customer did not supply the patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse replaced the precision pump and the precision valve components of the rotor and stator. After the repairs were completed a system check, calibration, quality control (qc) and 25 replicate precision test were performed. All verification testing passed within published performance specifications. In conclusion, the cause of the non-reproducible alpha-fetoprotein (access afp) result is due to a hardware malfunction although no one part can be implicated as the sole contributor in this event.